Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) was not working. An attempt to obtain additional information was unsuccessful. This right ventricular (rv) lead was revised and remains in service. No additional adverse patient effects were reported.